Event description:
It was reported that the membrane on the downstream occlusion sensor is torn, leading to high operating pressure. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a torn downstream occlusion (dso) seal. The dso seal was replaced to fix the issue. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.